Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only event year is known. This report is for an unknown screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, there have been issues with broken equipment. The drill bit does not protrude from the locked aiming guide, so the screws do not lock and are drilled without a guide. The engine does not seem suitable. There is recurring screwdriver and screw head breakage. There were no forceps in the box. There is systematic breaking of the screw heads of the va hand lcp 1.5 boxes. The problem does not only come from the drilling. The screw head is very thin and breaks easily. There is systematic breakage of screw heads during screwing (all sizes from 06 to 18 in length. There are screws lost in the patient and the patient needs to be taken back. This report involves unknown screwdrivers. This is report 1 of 1 for (B)(4).